Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic major gastric resection, the stapler was not able to fire, the surgeon was not able to press the green button and squeeze the handle. Replacement of surgical instruments was done to complete the case. There was no patient injury.